Event description:
A customer reported an unspecified reading issue with the adc device. The customer indicated that due to receiving incorrect sensor readings, they were taken to a hospital and treated with glucose and bread with honey for hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow up report will be submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an unspecified reading issue with the adc device. The customer indicated that due to receiving incorrect sensor readings, they were taken to a hospital and treated with glucose and bread with honey for hypoglycemia. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported an unspecified reading issue with the adc device. The customer indicated that due to receiving incorrect sensor readings, they were taken to a hospital and treated with glucose and bread with honey for hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
See section h11 (corrected data). All pertinent information available to abbott diabetes care has been submitted. This serves as a correction report. Additional follow up with the customer confirms there was no medical event which occurred with this issue. Please disregard the previous initial and follow up reports associated with MFR.